Event description:
Information was received indicating that a smiths medical cadd-prizm® vip system had pounds per square inch (psi) reading is out of range of manufacturer specifications. There were no reported adverse effects.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be missing the air detector cover. The event history log was unable to be retrieved. Occlusion testing was unable to be performed due to the pump alarming "air detector or air detector cover removed". Fluid ingression was found on the downstream occlusion sensor. The complaint could not be confirmed.

Event description:
Additional information: no patient involvement when error occurred.

Manufacturer narrative:
Other text: updated g1, h6 - no patient involvement.

Manufacturer narrative:
Additional information: b3, g5.